Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that refrigerator system door failed to open. The field service engineer cancelled the work order as, customer requested to cancel. No findings were available.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.